Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported at around 4:00 pm the cgm device alerted that the cgm reading was low. The patient was unable to compare it with a blood glucose reading and started to eat carbs. The cgm reading did not change after the self-treatment. At 9:00 pm the patient was feeling weak, dizzy and sweaty. She told her son to call the emergencies and when a fingerstick was taken by the paramedics the blood glucose meter could not display the value as it was too high. No cgm reading was reported from that moment. The patient was brought to the hospital where they arrived around 9:30 pm. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 1000 mg/dl. The patient was treated with intravenous insulin and fluids. At the time of the report, 2 days after the day of the event, the patient was still admitted at the hospital. The patient stated she had stabilized and hoped she would be discharged the day after. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.